Event description:
Boston scientific received information that noise was observed on the shock channel. The right ventricular (rv) lead's thresholds have increased as well as pacing impedances and shock impedances have increased with measurements greater than 125 ohms over the past few months. Technical services recommended testing for lead and connection issues. The sales representative stated he would discuss this further with the physician. No adverse patient effects were reported.

Manufacturer narrative:
As of this report, all available information indicates the device and rv lead remain in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the results of device analysis.